Event description:
The lead was returned to the manufacturer after being explanted due to the patient's chronic atrial fibrillation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analysis found that the outer insulation was breached (clavicle-rib crush). The proximal conductor was distorted and had blood/body fluid (not obstructed). The outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.